Manufacturer narrative:
One suspected device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The device was visually inspected and no anomalies observed. An occlusion test was performed, and no free flow was observed. Upon closer inspection under magnification, a solvent membrane was observed in the tubing right before the buckle component. The customer complaint was confirmed. The probable cause was solvent application error during assembly.

Event description:
It was reported that during infusion with cadd cleo infusion set the pump experiencing the line block alarm. The issue was resolved after changing the cassette and infusion set. During investigation, a solvent membrane was observed in the tubing, right before the buckle component. It will cause occlusion. There was patient involvement. No other adverse consequences were reported.